Event description:
During a percutaneous transluminal angioplasty to the shunt vessel, it was reported that a saber balloon catheter was delivered to and inflated at the lesion. However, it ruptured at 5 atm during initial-dilatation. Therefore, it was removed from the patient and another new balloon was used. The procedure finished successfully and there was no patient injury reported. The lesion had been crossed with a guidewire (cruise, st. Jude medical. The rate of stenosis was unknown. The product will not be returned for analysis.

Manufacturer narrative:
Concomitant devices: guidewire (cruise, st. Jude medical). Gtin: (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.